Event description:
A us dist returned monitor sn (B)(4) to report that it was resetting.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation, the monitor reset. The cause for the resets was isolated to a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card.